Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, mid to distal lesion of the right coronary artery, the amplatz guide catheter and a guide wire were positioned and the 2.25 x 12 mm xience nano was advanced, but could not cross the lesion. Several attempts were made, but the stent delivery system (sds) proximal stent end became flared and the sds could not cross the calcified lesion. It was noted that the devices lost vessel position with the sds and a dissection was noted. The sds was removed from the anatomy by advancing the guide catheter forward, and was successfully removed without incident. Once outside the anatomy, the stent implant was noted to be loose and could be removed from the balloon. The device was not used again. A 3.0 x 12 mm and 3.0 x 15 mm otw xience v stents were used to treat the dissection with a good result. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The loose/dislodged stent and stent damage were confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.